Event description:
An unknown patient was admitted for coronary stenting. The target lesion was a type-a stenosis in the om. The target was not predilated. A presillion 2.5x20 deployed at the target site. After stenting, significant plaque prolase was observed and confirmed by ivus. The area was post dilated with a 2.25x15mm durastar balloon. Following post dilation a dissection was noted distal to the stent. No additional information is available per the affiliate.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Intimal dissection is a known complication associated with coronary intervention (ptca/pci). Without additional information, it is not possible to determine if a causal relationship exists between the durastar balloon and the reported event. There are vessel/lesion and procedural factors that may have contributed to this event.